Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis comments noted that the helix was able to be extended and retracted.

Event description:
It was reported that during the implant procedure while the screwing process of the lead the lead could not be fixed to the tissue. It was tried several times but had the same problem. The lead was removed and then attempted outside the body but could not succeed with the screwing process. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).